Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged device deficiency. Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thus software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The insulin pump uploaded to carelink without any errors. In summary, customer alleged device deficiency not confirmed.

Event description:
Customer reported via phone call that they were experiencing hypoglycemia. Blood glucose levels were ranging from 53 mg/dl to 69 mg/dl. Customer treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleged insulin pump was over delivering. Customer was not using auto mode at the time of the incident. Customer performed self test and displacement test and passed. Troubleshooting was performed. Customer discontinued use of device and returned it for analysis.